Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump gave cassette not attached error. No adverse event reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed an occurrence of "cassette not attached properly" alarm. Functional testing involved attaching a cassette to the pump and the reported alarm was duplicated. The investigation determined that a faulty latch lock flex was the cause of the reported issue. The latch lock flex was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating there was no patient involvement.